Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer also thought the design of the luer lock presented the opportunity for air bubbles to be introduced into the system. The customer's blood glucose level was not impacted. As the reported issues had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the issues.